Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before a procedure, the plunger on a handpiece over rode the lens and scratched the optic. The surgeon exchanged the injector handpiece but used the same lens to complete the case. There was no contact with the patient and no patient impact.

Manufacturer narrative:
One opened company iii handpiece injector was returned for evaluation for the report of a plunger pushing under the lens and scratching the lens. Photos were provided with the complaint file. Four photos received with the complaint file were reviewed. The photos were of the injector with the lot number present that is documented in the complaint file. No conclusion could be made on the complaint issue based on the photos. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in may 2018. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The evaluation does not confirm the injector has a nonconforming bent plunger to cause it to push under the lens. The product is visually conforming and meets specification. The evaluation also cannot confirm the injector was the reason for the scratched lens. The injector does have a slight downward bent at the tip region of the plunger by design for proper engagement of the lens. Possible causes for lens damage are using the incorrect lens or cartridge with the incorrect injector, using an unapproved, improper temperature, or insufficient quantity of viscoelastic material, and the incorrect placement of the lens into the cartridge or incorrect cartridge placement into the handpiece injector. The manufacturer internal reference number is: (B)(4).